Manufacturer narrative:
Per customer, the samples were full draws and were drawn in the ER using bd liheparin plasma tubes. Samples were centrifuged at 3000rpm for 3 minutes. System check run on (B)(6) 2011 passed all specifications. Qc recovered within specifications both before and after the event. A field service engineer (fse) was on-site (B)(6) 2011 and successfully performed system check. Fse verified system performance as performing to published specifications.

Event description:
Beckman coulter inc. (Bci) contacted this customer regarding troponin (accutni) assay performance. The customer indicated their laboratory had obtained a non-reproducible, false positive accutni result for one patient. The result was reported outside of the laboratory and per customer, the patient most likely underwent a heart catherization procedure. The customer did not report affect to the patient or user attributed or connected to this event.